Event description:
The customer portal imaging system was upgraded to iviewgt r3.4 in 2007. It has since been discovered that the previous r3.4 software installation had not been fully completed and the second disk had not been loaded. Customer was notified of the situation, and the second disc (service pack 2) was installed.

Manufacturer narrative:
Information from the customer shows that in this instance, the customer's method of working was not affected due to the incomplete software upgrade. On january 30, 2008, it was determined in discussions with this customer that no pt mistreatments had occurred because exporting images from iview using dicom is not part of their clinical workflow and they manually scale their images on import.